Manufacturer narrative:
The device remains implanted. Without the device serial number, a review of the device history record cannot be performed. A supplemental report will be filed if the device serial number or other additional information is received, or if the device is explanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a stent fracture of this transcatheter bioprosthetic valve was observed via chest x-ray during t he patient¿s scheduled follow-up visit three months post-implant. Conduit stenosis without valvular insufficiency was noted on the echocardiogram. Pre-stenting of the valve had been performed. There was no clinical significance noted and no treatment was provided at the time. 26 months post-implant the patient presented for a repeat catheterization of this device; an additional stent from another manufacturer was placed at that time with no patient complications observed.